Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In late 2008, the patient reported that she pulled the insulin cartridge out of her infusion device which caused the plunger to remain attached to the piston rod. The proper procedure for removing the cartridge was reviewed with the pt. She stated the cartridge was empty so no insulin had spilled into the cartridge chamber. On follow up with the pt in early 2009, she stated she changed her cartridge yesterday without incident. She said she discovered that a small amount of insulin spilled into the chamber which she dried out immediately. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.